Event description:
It was reported that the customer's wife could not wake him and the paramedics were called. They used his meter and received a result of 64 mg/dl on the aviva plus system, and a result of 22 mg/dl on their professional device within 10 minutes. The paramedics treated him with an injection of glucagon> after 5 minutes he started feeling better and the customer was then able to consume a peanut butter sandwich. 20 minutes later the customer tested 125 mg/dl on the professional device; no further medical treatment was required. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)